Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. D2b (dqy;lit). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the vaccess pta balloon. During the procedure, the balloon allegedly burped twice. It was further reported that the balloon seems to telescope at the end increasing the diameter of the balloon. The procedure was completed using another balloon. There was no reported patient injury.